Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported receiving two injections of an unspecified juvederm filler in the lips and left eye area as well as an injection of botox® in the eye area. The next day, the patient reported experiencing "swelling, unable to open mouth to eat," and "left eye pain." The patient was treated with brufen 600mg, advil 200mg, and 4 pills of solpadeine, but the events did not resolve. The next day the swelling worsened and the patient began having chills. The patient contacted the physician who suspected the patient had an infection and prescribed augmentin. The next day, the patient reported the swelling again worsened, but had no fever. The patient was then hospitalized and received IV antibiotics. The events are ongoing.

Event description:
Additional information noted the patient was hospitalized but has been released. The patient is still taking dalacin 300. The events have resolved, but the patient still has pain while eating.